Manufacturer narrative:
Complaint investigation is in process.

Event description:
Customer reported there was one realtime sars-cov-2 positive patient result, which was questioned due to the appearance of the amplification curve. The patient sample was re-run on xpert and alinity, which both generated a negative result. Customer states that the specimen was received in the abbott universal collection kit and was fresh. All 1.6 ml of the specimen volume was aliquotted into a secondary tube. Repeat testing was performed the same day. The same sample tube used to test on the alinity and the xpert assays. The result was released as inconclusive and recollection was recommended. Customer mentioned that there have been a number of similar cases. In all cases brought by the customer, results were reported as positive by the software due to a rise in the background of the amplification curve of the target. The specimens in question were all recommended for re-collection. The customer is not aware of further testing outcomes of the patients. Patients' results reporting have been delayed. No other known impact has been reported. There has been no report of adverse impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run log for the questioned sample was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510027 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510027 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 510027. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510027 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510027 did not identify any additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510027 was not identified.